Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely a-rubber (bending section cover) had leakage during user handling and water invaded the device. It caused abnormality in electronic components and error message b30 and image blackout when the ccd (charge-coupled device) cable was connected individually occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending cover was leaking. Additionally, the image was blacked out when the charge-coupled device cable was connected individually, and a b30 scope communication error was reported when the device was started. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus personnel reported on behalf of the customer that the evis lucera elite bronchovideoscope had the bending section cover leak and also displayed an error b30. There were no reports of patient or user harm associated with this event.